Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right atrial (ra) lead showed what appeared to be the ra lead over sensing the right ventricular lead signals, so they considered a possible dislodgement. They revised the ra lead after noise over sensing episodes and minute ventilation termination algorithm was activated. At some point no sense markers in ra channel were observed. Finally, the ra lead was found to be in the same position as when implanted but the physician repositioned it anyway. After the procedure they now consider the patient had a junctional rhythm. No additional adverse patient effects were reported.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right atrial (ra) lead showed what appeared to be the ra lead over sensing the right ventricular lead signals, so they considered a possible dislodgement. They revised the ra lead after noise over sensing episodes and minute ventilation termination algorithm was activated. At some point no sense markers in ra channel were observed. Finally, the ra lead was found to be in the same position as when implanted but the physician repositioned it anyway. After the procedure they now consider the patient had a junctional rhythm. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.